Event description:
It was reported a pt experienced a shocking or jolting sensation. The pt bumped/fell into someone on a crowded tram. The pt went to get a manicure and they used a new machine on her and she got a shock then. Since then her device had turned on and off and shocked her randomly. It was noted palpating did not cause stimulation to change. The pt stated she got tingles in her face/jawline for about 3-5 minutes randomly throughout the day. Current impedance measurements were reviewed and were normal. Pt stated she had not gone anywhere for a couple of days and felt a strong jolt "like the implantable neuro stimulator (ins) just came up" and tingles in her face and fingers for about 30 seconds which occurred 10-12 times in a day. It was also reported pt had a "funny taste" in her mouth. Pt stated ins had turned off/on several times a day which had occurred for about 2 weeks initiated from a manicure fan, bump in a tram, and a restaurant metal detector. X-ray of the lead and/or extension area was recommended, as well as the ins and extension area. Add'l info was requested and will be provided when available. Refer to MFR report # 3004209178-2010-06624.

Manufacturer narrative:
(B)(4): funny taste in mouth - (B)(4).